Event description:
A report was received that the patient will undergo an ipg replacement procedure due to suspected ipg malfunction.

Event description:
A report was received that the patient will undergo an ipg replacement procedure due to suspected ipg malfunction.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The time of linking to the device, error code was displayed on the remote control. Error code translates to flash boot code segment's crc error. The hardware error was cleared and the device tested normally. The error reoccurred shortly thereafter, the device was re-flashed with the released image and technician was able to re-establish communication with the ipg once more. Device was then monitored for a period of several days, and the error did not reoccur. The root cause of the boot loader code corruption is unknown.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure due to suspected ipg malfunction.